Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the mechanical circulatory support product surveillance registry study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was admitted for worsening renal function on chronic kidney disease (ckd), blood urea nitrogen (bun) -to-creatinine (bun/cr) was elevated initially with hyponatremia likely hypervolemic due to lower serum sodium. The patient was also significantly anemic which was attributed to their severe epistaxis due to acute blood loss, hadacute hypoxic respiratory failure due to developing cough with clear sputum production, no fevers, no chills, and no rigors. A chest x-ray (cxr) demonstrated a bilateral infiltrate with a possible consolidative process and consolidative ground glass opacity throughout the left lung suspicious for multifocal pneumonia, which it may be caused by aspiration of blood, and showed small loculated pleural effusion that did not require a thoracentesis. A venous blood gas showed a minor acidemia with partial pressure of carbon dioxide (pco2) value of 47, that required high flow oxygen (o2) on arrival, and the patient received a complete course of intravenous (IV) antibiotics. On admission, the patient was transfused with one unit pack of red blood cells with improvement in hemoglobin (hgb) along with a completed course of intravenous (IV) iron and no need for further transfusions. Once the bleeding was controlled the hemoglobin and hematocrit (h/h) remained stable and the international normalized ratio (inr) came down to therapeutic levels. After detailed discussion about risks and benefits in the setting of highly labile inrs, the patient was started on anticoagulants. The bun/cr and hyponatremia were improved with diuresis along with improvement in their pulmonary condition. Two days later, the patient was discharged, the bun/cr) remain elevated (cr =1.3) from the baseline and the vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient¿s inr on admission was high at 5.7 and had been very difficult to maintain within goal levels at home likely related to poor nutrition.

Manufacturer narrative:
A supplemental report is being submitted for correction and update to the investigation summary. Correction b5: event description was corrected to include additional patient signs/symptoms. Correction b7: relevant history was corrected to include additional medical history. Revised product event summary: the ventricular assist device (vad) hw41018 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for worsening renal function on chronic kidney disease; blood urea nitrogen-to-creatinine was elevated initially with kyponatremia. The patient was also significantly anemic due to acute blood loss associated with severe epistaxis and had acute hypoxic respiratory failure due to developing cough with clear sputum production. A chest x-ray revealed a bilateral infiltrate with a possible consolidative process and consolidative ground glass opacity throughout the left lung, suspicious for multifocal pneumonia, which may have been caused by aspiration of blood, and showed small loculated pleural effusion that did not require a thoracentesis. A venous blood gas showed minor acidemia, which required high flow oxygen on arrival, and the patient received a complete course of intravenous antibiotics. On admission, the patient received a blood transfusion and intravenous iron. The patient was started on anticoagulants. The bun/cr and hypona tremia were improved with diuresis along with improvement in their pulmonary condition. It was further reported that a computerized tomography (CT) scan of the chest was performed. The patient¿s inr on admission was high at 5.7 and had been very difficult to maintain within goal levels at home likely related to poor nutrition. The patient was discharged with an elevated bun/cr from the baseline. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction, bleeding, pleural effusion, and respiratory dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00700870. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information in b5 and investigation completion. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that the patient was admitted for worsening renal function on chronic kidney disease; blood urea nitrogen-to-creatinine was elevated initially with hyponatremia. The patient was also significantly anemic due to acute blood loss associated with severe epistaxis and had acute hypoxic respiratory failure due to developing cough with clear sputum production. A chest x-ray revealed a bilateral infiltrate with a possible consolidative process and consolidative ground glass opacity throughout the left lung, suspicious for multifocal pneumonia, which may have been caused by aspiration of blood, and showed small loculated pleural effusion that did not require a thoracentesis. A venous blood gas showed minor acidemia, which required high flow oxygen on arrival, and the patient received a complete course of intravenous antibiotics. On admission, the patient received a blood transfusion and intravenous iron. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction, bleeding, pleural effusion, and respiratory dysfunction are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection and respiratory dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a computerized tomography (CT) scan of the chest was performed.